Manufacturer narrative:
The event is being reported retrospectively, as the complaint was initially assessed incorrectly. Due to the failure of a lifesustaining device, as well as the potential delay in treatment to a patient, this event is deemed reportable. No patient adverse event or injury due to the failure of the device was communicated; the failure of the circuit was found prior to patient use. The device was requested to be returned for evaluation, however, it was not received, and therefore a difinitive root cause of the device failure could not be determined. From the reported description, the failure is similar the open transport phasitron recall (1000524541-12/15/2023-001-r) initiated in december of 2023 in relation to inaccurate pressure produced by the device due to a manufacturing assembly error. At this time, no additional information has been provided on the event. If additional information is received, a follow-up MDR will be submitted.

Event description:
This event is being submitted retrospectively due to recent reassessment of the complaint. A complaint was received by the customer stating when setting up the phasitron circuit, the circuit would automatically go to certain pressure and nothing could be done to correct the issue. The customer replaced the circuit and discovered the second experienced the same issue. No patient harm or injury was reported. This was found prior to patient use. However, as there was a malfunction to a life-sustaining product with the possibility of harm is defective product is used, this event is being reported.